Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was also reported by the patient that the cannula did not deploy indicating a needle mechanism failure. It is unknown how the patient was treated for the issue. The patient was released four days later. Three follow ups were attempted but no new information was provided.